Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 12 of 12 mdrs filed for the same patient (reference 1825034-2013-01083/01085/ -05052/ -05054/ -05078/05080 & 05083/05085 & 2014-02975).

Manufacturer narrative:
This report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state these types of events can occur. Under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, positioning of components.¿ this report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2013-01083 / 2013-01085 & 2014-02975 & 2015-01123).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2002. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2003 due to unknown reasons. The cup, liner and head were removed and replaced with a metal cup and m2a head. Further, legal counsel for patient reports patient underwent two additional revision procedures on unknown dates due to patient allegations of pain, tissue damage, inflammation, bone loss, necrosis and loss of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in an operative report dated (B)(6) 2003 indicates patient was revised due to aseptic loosening of acetabular cup. The acetabular cup and modular head were removed and replaced with biomet cup and head. An operative report dated (B)(6) 2009 notes revision due to pain, discomfort, disability, loosening and protrusio of acetabular cup, effusion, darkened and black material, metallosis, and osteolysis of the proximal femur. Further noted was a fracture of the greater trochanter during stem removal. All components were removed and replaced with competitor components. The fracture was repaired with competitor plate and cables.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2002. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2003 due to unknown reasons. The cup, polyethylene liner and modular head were removed and replaced with metal-on-metal system. Legal counsel for patient further alleges patient underwent two revision procedures due to patient allegations of pain, tissue damage, inflammation, bone loss, necrosis and loss of mobility. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports an additional revision procedure was performed on (B)(6) 2012 where all biomet components were removed and replaced with a competitor¿s components.